Manufacturer narrative:
Additional information was provided for the reported product's expiration date in section d4 and manufacture date in section h4.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 from patient 1 on (B)(6) 2021 which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 1 was retested on the same day on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 1 was retested again on the same day on xpert xpress sars-cov-2 and resulted in sars-cov-2 positive (not reported to physician). Sample 1 from patient 1 was retested again on the same day on ortho clinical diagnostics vitros 500 and resulted in sars-cov-2 negative (not reported to physician).customer collected sample 2 from patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Customer collected sample 1 from patient 2 on (B)(6) 2021 , which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 2 was retested on the same day on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 2 was retested again on the same day on xpert xpress sars-cov-2 and resulted in sars-cov-2 positive (not reported to physician). Sample 1 from patient 2 was retested again on the same day on ortho clinical diagnostics vitros 500 and resulted in sars-cov-2 negative (not reported to physician). Customer collected sample 2 from patient 2 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Customer believes issue to be due to contamination. Customer stated that a new technician was processing these initial runs. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 from patient 1 on (B)(6) 2021 , which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 1 was retested on the same day on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 1 was retested again on the same day on xpert xpress sars-cov-2 and resulted in sars-cov-2 positive (not reported to physician). Sample 1 from patient 1 was retested again on the same day on ortho clinical diagnostics vitros 500 and resulted in sars-cov-2 negative (not reported to physician).customer collected sample 2 from patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Customer collected sample 1 from patient 2 on (B)(6) 2021 , which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 2 was retested on the same day on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (not reported to physician due to contamination reasons). Sample 1 from patient 2 was retested again on the same day on xpert xpress sars-cov-2 and resulted in sars-cov-2 positive (not reported to physician). Sample 1 from patient 2 was retested again on the same day on ortho clinical diagnostics vitros 500 and resulted in sars-cov-2 negative (not reported to physician). Customer collected sample 2 from patient 2 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of amplification curves. Pcr curves were normal in appearance with no evidence of interference. Customer stated that a new technician was processing these initial runs. The customer acknowledged that the likely root cause was contamination. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.